Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the insertable cardiac monitor (icm) was unable to sense cardiac activity. The icm was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to sense was not confirmed. The insertable cardiac monitor (icm) was returned for analysis. Electrical, mechanical, and visual analyses were normal with no anomalies found.